Event description:
The complainant reported a patient was on impella cp support and during support, there was no distal flow to the right lower extremity. The extremity was noted to be cool and mottled. The decision was made to have the impella cp removed and escalated to an axillary impella 5.5. Surgical repair to right femoral artery was performed with fasciotomies performed to the affected extremity. Despite repair, no doppler flow was noted to the right foot at this time. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿